Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the basal delivery history in the total daily dose did not match the active basal program. The reporter noted the pump¿s basal delivery history matched the active basal program. It was reported that the patient¿s blood glucose was between 40-70 mg/dl with no symptoms. The reported health event does not qualify as a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 12/22/2014 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box revealed no abnormal pump behavior, issues, or alarms. The basal history shows a 0.00 unit basal rate was delivered on (B)(6) 2014 from 01:07 to 06:22. A loss of prime alarm was observed on (B)(6) 2014 at 15:40; deliveries were resumed at 15:52. The pump¿s total daily dose history was found to be appropriate for the user programmed basal rates. All keypad buttons were appropriately responsive. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. All deliveries performed during investigation were accurately recorded in the pump history. Investigation revealed the display screen was discolored.